Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the patient took "firazyr" through use of an unspecified bd¿ syringe with needle for abdomen swelling, and one dose had malfunctioned upon opening it during use, though no details were given as to how. It was also reported that the swelling did not occur on scheduled injection dates. The following information was provided by the initial reporter: "patient reports abdomen swells on 3/18 and 2/6. Patient states she resolved each swell using 2 does of firazyr. Patient states 1 dose of firazyr malfunctioned when they opened it. It was unspecified how the syringe malfunctioned. No other details given. Lot and expiration not provided. Patient confirms that attacks didn't occur on scheduled injection dates."